Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that while positioning the device in the vessel, the implant separated from the delivery pusher. The coil and delivery pusher were removed together with the catheter. There was no reported intervention or patient injury.